Manufacturer narrative:
No motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms and a no delivery alarm. The customer's blood glucose was around 133 mg/dl at the time of incident. The customer stated that the blood glucose went up to 220 mg/dl prior to the call. The customer stated that the insulin pump received a no delivery alarm during fill tubing process. The customer stated that the insulin did exit during plunger push and manual prime after reconnecting the infusion set and reservoir. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.